Manufacturer narrative:
Na

Event description:
While surgeon inserting a locking screw, the drill bit and sleeve were used to prepare the screw hole. The locking screw was inserted during final tightening. The screwdriver tip broke off in the screwhead. Surgeon could not retrieve screwdriver tip out of screw head.